Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. Customer¿s other blood glucose was 375 mg/dl, 310 mg/dl. The customer did experienced the symptoms such as nausea,vomiting, abdominal pain and difficult in breathing. The customer treated with the shots and syringe. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests and dat test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).